Event description:
During an indirect decompression spacer implant procedure, the spindle cap broke after deployment. The device was removed from the patient and the physician discontinued the procedure. There were no patient complications due to the event. The device will not be returned as it was disposed of by the medical facility.